Event description:
Customer had recieved a reading of 200mg/dl. Pt self medicated with humalin 70/30. Customer experienced hypoglycemia and paramedics were called. Customer was treated intravenously. Paramedics recieved a reading of 47 mg/dl. Prior to treatment.